Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient was admitted to the ER but did not receive treatment. At the time of the event patient claims that cgm was reading low. Patient was unsure of his bg values. At the time of his call to dexcom technical support, patient was feeling fine.